Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin.net transmission. It was discovered that the right atrial (ra) lead had an insulation anomaly. Upon further follow up, it was noted that the issue is not new and has been known for a while. Inappropriate automode switch (ams) was also noted. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post procedure.